Manufacturer narrative:
Refer to field for the results of the imaging evaluation.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient presented with a ruptured thoracic aortic aneurysm that was treated with a conformable gore® tag® thoracic endoprosthesis in an uncomplicated emergency procedure. After approx. 2h the patient got unstable and a CT scan revealed a type iii endoleak, likely caused by a tear/disruption of the graft material. A second procedure was immediate initiated and a cook zenith stentgraft was deployed inside the gore® tag® thoracic endoprosthesis. It was stated that the endoleak was resolved and the patient got stable immediately. According to the physician the initial implantation was done in the absence of noticeable issues. The patient tolerated the procedure.